Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No scrolling number display anomaly was noted.the insulin pump was received with minor scratched display window, cracked display window corners, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported the numbers on the customer's insulin pump were continuously ramping up, following exposure to perspiration. The customer's blood glucose was 187 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.